Event description:
It was reported that the pump failed accuracy. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing top rear label. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Also, found fluid ingression on the downstream sensor cause no disposable detected. Replaced expulsor assembly and downstream sensor. The cause of the reported problem could not be determined. Product is beyond 19 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 6 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400. H4: correction: device manufacturing date: 20-feb-2003